Event description:
A malfunction alarm, labeled as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which was acknowledged and understood by the customer.